Event description:
Patient indicated that her voice was feeling tired and she felt a tightening in her throat. The tightness did not subside when the magnet was placed over the vns therapy generator. Patient went to the emergency room for the constant tightness in her throat and was given nitroglycerine and the tightness subsided; however, the tightness later resumed. Patient indicated having a full cardiac workup done, which was negative for any cardiac problems. Patient saw treating physician afterwards and he stated that the vns therapy system was functioning properly.